Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. The model listed in the report is a representative of the model family, as there are no specifics listed. Possible models could include: viva xt crt-d or viva crt-p. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the baseline age of the patients was 67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿efficacy and safety of new-generation atrial antitachycardia pacing for atrial tachyarrhythmias in patients implanted with cardiac resynchronization therapy devices.¿ journal of cardiology 75 (2020) 559¿566. Https://doi.org/10.1016/j.jjcc.2019.10.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy (crt) systems. The article reported that there were patient deaths referenced; however, there is no indication of any device-relatedness. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event, and the details/cause of death has been requested, but not yet received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the author who indicated that there were ¿no adverse events attributed to medtronic products.¿ no further information was provided.